Event description:
Arthrex suture/anchor peek swivel lock lot # 327018 product failure when gray piece broke off inserter, disabling the anchor from screwing properly into bone. Rep from arthrex notified. (B)(4). Dates of use: (B)(6)2010. Diagnosis or reason for use: shoulder arthroscopy.